Event description:
A malfunction alarm occurred, and the pump was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the pump was under warranty, arranged for a replacement, and instructed the customer to use manual injections for insulin therapy. The customer was guided on how to prepare the faulty pump for return, and a shipping label was provided.